Manufacturer narrative:
Additional information was received that no further course of action will be taken at this time.

Event description:
A report was received that the patient was experiencing severe pain at the lower right back area. X-ray was taken and revealed that a lead has migrated which was causing extreme electrical shocks thru the nervous system and caused for the patient to have severe depression. The patient will undergo a revision procedure.

Manufacturer narrative:
Additional suspect medical device component involved in the event: model#: sc-2218-70 serial #: (B)(4) description: linear st lead, 70cm.

Event description:
A report was received that the patient was experiencing severe pain at the lower right back area. X-ray was taken and revealed that a lead has migrated which was causing extreme electrical shocks thru the nervous system and caused for the patient to have severe depression. The patient will undergo a revision procedure.